Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced infectious mononucleosis ("mononucleosis"), hypersensitivity ("highly allergic"), malaise ("ill") and allergy to metals ("metal toxicity"). Essure was removed. At the time of the report, the medical device removal, infectious mononucleosis, hypersensitivity, malaise and allergy to metals outcome was unknown. The reporter considered allergy to metals, hypersensitivity, infectious mononucleosis, malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal, infectious mononucleosis, hypersensitivity, malaise, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced infectious mononucleosis ("mononucleosis"), hypersensitivity ("highly allergic"), malaise ("ill") and allergy to metals ("metal toxicity"). Essure was removed. At the time of the report, the medical device removal, infectious mononucleosis, hypersensitivity, malaise and allergy to metals outcome was unknown. The reporter considered allergy to metals, hypersensitivity, infectious mononucleosis, malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal, infectious mononucleosis , hypersensitivity , malaise , allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.